Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones and had delivered inappropriate therapy. A message was displayed indicating a possible device malfunction had occurred, and communication with a programmer was not possible.